Manufacturer narrative:
(B) (4). Evaluation summary: the reported condition of a pump in which channel b does not function was confirmed during product evaluation. Inspection of the pump found that the pump head module keypad was unresponsive to keypad commands. This event was determined to be due to corrosion on the keypad ribbon cable. The keypad on channel b was replaced to address the initial reported condition. The pump was tested and returned within specification. This issue is currently being investigated under CAPA-(B) (4).

Event description:
The facility reported an unremediated pump with software (B) (4) in which channel b does not function. The reported condition was identified prior to use. There was no documented pt injury or medical intervention necessary associated with the reported condition. No additional information is available.